Event description:
The following event has been reported by a service report. The electronic cpu board of the delivery bed didn't work. It had to be changed. No pt involvement or adverse consequences have been reported.

Manufacturer narrative:
It is not known if the bed has been repaired or what actually happened to the bed when the cpu failed. The serial number is also unk at this time. Numerous attempts have been made to contact the account for more info regarding the alleged issue, and there has been no reply.